Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the fluid warmer failed to power up. There was no patient involvement.

Manufacturer narrative:
Returned device was received in poor physical condition. The pcb was broken, there was noted wear and tear to the enclosure, tank cover, front cover, plate clip, line cord, and pole clamp. During the evaluation of the device the initial complaint was confirmed and this was found to be caused by part of the pcb being broken off. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.